Manufacturer narrative:
(B)(4) date sent: 4/10/2025. B3: exact event date unk, entered 1/1/2024 as only the year was provided. Additional information was requested and the following was obtained: required reoperation and resulted in a suture leakage. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. E1: unk, reporter name. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colorectal procedures, had a significant increase in intraluminal bleeding. Led to a anastomotic leakage. Post operative intervention was needed. Anastomotic leakage occurred mostly after intraluminal bleeding.

Manufacturer narrative:
(B)(4). Date sent: 6/3/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: are these anastomotic leaks or post-op bleeds? Post-op bleeds, resulting in anastomotic leaks. What is the product code? Psee60a, ntlc, cdh29p. Was the bleeding intraluminal or extraluminal? Intraluminal. Would the account like to speak with ethicon? For now, we will address the situation with the local team.